Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter air filter had failed and the urine leaked out when the foley catheter was turned upside down. Per additional information on 13jul2021, it was unclear why was the bag turned upside down. Per additional information via email from ibc on 21dec2021,the drain bag was returned for evaluation, and it was confirmed to have missing filter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter air filter had failed and the urine leaked out when the foley catheter was turned upside down. Per additional information on 13jul2021, it was unclear why was the bag turned upside down.